Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening and crease fold. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify opening sharp in the plug strap disk shell. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a sharp opening on posterior side to an unidentified (tear) opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and concern about textured product.

Event description:
Healthcare professional reported left side "deflation and exchange from textured to smooth implants due to the patients concerns with the product". Device remains implanted.